Event description:
Hospital advised that the pump was set to infuse at a rate of 125ml/hr and the drug was scheduled to infuse in 2 hrs. The bottle was empty and the pump alarmed air-in-line after 1 hr and 40 min. There was no pt consequence. Hosp stated they investigated and determined this occurred due to user error.